Event description:
On (B)(6) 2009, the patient reported that she could see moisture in the cartridge compartment of the infusion device. She dried the cartridge compartment with a cotton swab. She stated that her insulin may have been cold when the cartridge was inserted in the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.